Event description:
Boston scientific received information that two months after this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were implanted, the lead presented with loss of capture due to high pacing thresholds and oversensing of noise on the ventricular channel that resulted in the delivery of inappropriate shocks. A lead revision was performed and this rv lead was successfully replaced and will be returned for laboratory analysis. All measurements were normal on this ICD with the replacement lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.